Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not place ipg in surgery mode as recommended prior to a procedure. As a result, the ipg has lost communication with external devices. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg, which resolved the issue. Therapy was restored post-operatively.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain patient weight. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.